Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to an elevated sensing integrity count (sic) and abnormal variations in rv bipolar and tip-to-ring impedance values. It was noted the rv lead exhibited a high pacing threshold, along with non-physiologic intervals and episodes with noise spikes. The rv lead will be repositioned and remains in use. In addition, a "possible high left ventricular (lv) lead threshold" was observed and the lv lead remains in use. No patient complications have been reported as a result of this event.